Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was leaking a minimal cerebrospinal fluid (csf) during procedure from the catheter where the stylet was pulled out. The procedure was completed with a replacement product available. The issue was detected before surgical site closure, no patient consequences and no surgical delay reported. The monitor used was icp express, 220 volt (ID 826635) and the cable used is icp express cable (ID 826636).

Manufacturer narrative:
The microsensor (ID (B)(4) ) was returned for evaluation. Device history record (DHR) - no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the visual test was performed and upon receipt, the complaint unit is initially assessed to arrive in bad condition. Clear signs of use are apparent throughout the catheter. A significant slit opening is identified on the catheter between numbers 6 and 8. The icp transducer seems to be in good condition with no signs of any damage that could potentially affect its functionality. The functional test was performed by utilizing a known good external drainage collection bag. Leak test was performed and passed showing no signs of leakage throughout the catheter including the slit identified. Utilizing a known good unit of an icp express unit, the microsensor of the complaint unit was not able to be detected. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. Based on the evaluation performed, and the results of that evaluation not being able to confirm leakage, a potential root cause for this failure is user error/misuse. In addition, the evaluation determined that the sensor was also not detected. From past evaluations where this issue occurs, the only identified root cause has been user mishandling of the sensor, leading to breakage of internal wires. This is the likely root cause for the issue found during the evaluation.

Event description:
N/a.